Event description:
It was reported that this pacemaker only has one and a half years of expected longevity. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption due to high atrial rate sensing. Additionally, this pacemaker recorded signal artifact monitoring (sam) episodes that was due to the patient condition of atrial fibrillation. At this time, this pacemaker remains in service. No adverse patient effects were reported.